Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted. No o ther adverse patient effects were reported.

Manufacturer narrative:
The aware date to (B)(6) 2016. Additional information was received that during the implant of this transcatheter bioprosthetic valve, due to moderate leak, a balloon aortic valvuloplasty (bav) was performed. In pulling back on the balloon to remove from the patient, there was resistance. After trying to trouble shoot the balloon, without success, the physician pulled on the balloon and pulled the valve out of the aortic position. It was left implanted in the ascending aorta. A second valve was successfully implanted with no adverse patient effects reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.